Event description:
It was reported that: when performing the procedure the guide is found fractured. The issue was identified prior to use. There was no patient involved.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that: when performing the procedure the guide is found fractured. The issue was identified prior to use. There was no patient involved.

Manufacturer narrative:
(B)(4). The customer returned one, opened sac kit including the guide wire within the protective tubing for analysis. Signs of use in the form of biological material were observed on the guide wire and within the protective tubing. Additional information regarding the source of the biological material could not be obtained from the customer. Visual analysis revealed one severe fold on the product packaging. One of the kinks in the guide wire aligned with a kink in the protective tubing. The guide wire was removed from the protective tubing and a total of two kinks were observed on the body. The damage observed is consistent with defects related to storage and shipping. Both welds were present and appeared full and spherical. The packaging clearly states, "do not bend". The kinks in the guide wire measured 159 mm and 189 mm from the distal end. The length of the guide wire measured 351 mm which is within the specification limits of 345-355 mm per product drawing. The guide wire outer diameter measured 0.528 mm which is within the specification limits of 0.508-0.533 mm per product drawing. The guide wire was functionally tested per the product instructions-for-use (IFU). The IFU provided with this kit instructs the user, "insert desired tip of spring-wire guide through introducer needle into artery (until depth-marking [if provided] on wire enters hub of needle). Thread tip of indwelling catheter over spring-wire guide." The undamaged portions of the guide wire advanced through a lab inventory 20 ga introducer needle with little to no resistance. A manual tug test confirmed the distal and proximal welds were intact. The manufacturing site was previously consulted regarding the observed failure mode for related complaints. They indicated that the observed kink , in addition to the creasing in the packaging, is consistent with damage caused by shipping and handling. As part of the guide wire manufacturing process, each guide wire is passed through a ring gauge so it is unlikely that this defect would have been present prior to release from the manufacturing site. A device history record review was performed, and no relevant findings were identified. The instructions-for-use (IFU) provided with this kit warns the user , "do not use if package is damaged". The customer report of a kinked guide wire was confirmed through complaint investigation of the returned sample. Two kinks were observed on the guide wire body. In addition, one severe fold was observed on the outside packaging. The guide wire met all relevant dimensional and functional requirements. A device history record review was performed with no relevant findings. The lidstock clearly states "do not bend." Based on the customer description and the sample received, storage and shipping caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
Qn# (B)(4). The customer report of a kinked guide wire was confirmed by visual inspection of the customer supplied photo. The image shows a guide wire within the protective tubing with a kink in the center of the body, however, full complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: when performing the procedure the guide is found fractured. The issue was identified prior to use. There was no patient involved.